Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, there was an abnormality in image appearance, the display button was not responding, the serial digital interface (sdi) terminal was loose, and the installation terminal had crack. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to e1, the "state, province, or territory:" was inadvertently not translated into english. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the customer reported event of no image was a faulty printed circuit board. The root cause of why the printed circuit board failed could not be identified. Olympus will continue to monitor field performance for this device.